Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 18 x 40 millimeter (mm) balloon due to the patient's severe calcification. Subsequently, the delivery catheter system (dcs) was inserted into the patient. At 80% deployment, it was observed that the valve was positioned at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Following full deployment, it was observed that the valve had dislodged to 2 mm on the ncc and 3 mm on the lcc. Following the dislodge, a mean gradient of 8 millimeters of mercury (mm hg) and moderate-severe paravalvular leak (pvl) and aortic regurgitation were observed via transesophageal echocardiogram (tee). Subsequently, a post-implant bav was performed with a non-medtronic 22 x 40 millimeter (mm) balloon to address the regurgitation. Following the bav, aortogram and echocardiogram showed temporary improvement to moderate aortic regurgitation, however following 15 minutes of monitoring, the regurgitation worsened back to severe. Subsequently, an additional post-implant bav was performed with a non-medtronic 24 x 40 millimeter (mm) balloon. Due to the risk associated with repeated ballooning with the patient's severe calcification, an additional valve was loaded as a precautionary measure. Following the two bavs, the paravalvular leak (pvl) remained moderate-severe. Subsequently, a vascular plug intervention was performed. Per the physician, the patient's severe calcification contributed to the dislodge.